Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to access famotidine 20 mg 2 ml IV (10004973p) from the medication fridge during the override function. The medication was on basic override, and other rns with identical access were able to override successfully. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the user was unable to access medication on override. The technical support specialist (tss) found that the customer could not access medication on override due to the user not having dial in permissions. The tss contacted the customer to obtain further details, and the customer later confirmed that the user was now able to access the medication without issue. The case was then closed. The system functioned after the technical support specialist investigate the device.